Event description:
Manufacturer review of vns programming history identified that a vns pt had high lead impedance readings at her initial vns implant surgery. The pt later have vns generator replacement surgery on (B) (6)2008, but no diagnostics are known to ascertain if the high lead impedance event ever resolved. Good faith attempts to the attending neurologist are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.